Manufacturer narrative:
Investigation - evaluation a review of the drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control and visual inspection of the returned device was conducted during the investigation. One peel-away sheath from the turbo-ject power injectable catheter was returned in a used condition. The evaluation of the device confirmed that the sheath was peeled away from the introducer dilator. A visual examination of the introducer did not find any distal tip damage. Advancement of a wire mandrill into and through the introducer was achieved without encountering difficulty during table top evaluation. The examination and testing of the returned peel-away sheath was unable to replicate the customers difficulty. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This event occurred during the insertion of a PICC line into the left brachial vein at mid humeral level in the left arm of a female patient. The radiologist had a wire inserted in the patient and was threading on the included peel away sheath. The sheath became stuck on the wire approximately 20cm from the distal end. The sheath could not be moved back distally, but was advanced minimally proximally with great difficulty and then could not be moved. The peel away sheath was removed making the wire slightly easier to move, but it could not be removed. A wire cutter was used to cut the wire allowing removal of sheath. Finally, a dilator was inserted over the wire, the wire was removed and a spare wire was inserted to complete the procedure. No piece of the device remained inside the patient and the patient did not require additional procedures due to this event. Additionally, no adverse effects to the patient were reported.